Event description:
Boston scientific received info that they were attempting to implant a bi-ventricular system in this pt. A right ventricular (rv) and a right atrial (ra) lead were placed into the pt's heart but had not been fixated yet. The rv lead was passed through the valve and the pt went into ventricular tachycardia (vt) which escalated to ventricular fibrillation (vf). They externally shocked the pt many times. After external defibrillation, drugs, and chest compression they were able to get the pt back to normal sinus rhythm after about twenty minutes. The leads were removed from the pt and the pt was transferred to the intensive care unit (ICU). A boston scientific technical services consultant documented the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.